Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation could not confirm or duplicate the allegation of missing segments on the display screen. Testing confirmed no missing segments. Investigation revealed scratches on the lens film that obstruct the display screen. A scratched lens film is unlikely to cause an adverse event, as the lens film is a removable protective covering and does not affect insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, stating that the display screens had segments missing in scattered areas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.